Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end adhesive deterioration issue could not be determined, however, the issue was likely the result of physical stress due to repetitive use. The event can be prevented by following the instructions for use which state: reprocessing manual_ compatible reprocessing methods and chemical agents_ compatibility summary ¿precaution:methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. There were no other findings other than the deteriorating adhesives at the distal end. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope was impossible to calibrate with a new mire. There was no report of patient harm. The device was returned, evaluated, and it was found that there was deterioration of the adhesives at the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.